Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported material rupture and failure to deploy was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was able to determine the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the guiding catheter and/or difficult anatomy causing the reported material rupture and subsequent failure to deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 70% stenosed, calcified, and non-tortuous de novo lesion in the mid left anterior descending artery. The balloon of a 2.25x15mm xience sierra stent delivery system (sds) did not unfold and the balloon would not stay inflated despite the increase of pressure with the indeflator. It was not possible to deploy the stent, so the sds was removed and the procedure was successfully completed with an unspecified stent. The patient is doing well. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.